Event description:
Complainant alleged that two sets of internal handles had failed to discharge. Complainant indicated that one set failed during pt treatment (age and gender unk and the other set was used during set-up prior to being used on a pt. The customer is unsure which set of internal handles was used during the two reported events. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.